Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. Reportedly the customer would change the cartridge or prime the tubing resolving the occlusions. The customer¿s blood glucose level was over 600 mg/dl with ketones. The customer delivered a manual insulin injection to address the elevated bg.